Manufacturer narrative:
MFR ref. No: (B)(4). Baxter received and evaluated the device. During evaluation of the device, it falsely alarmed for a downstream occlusion. Review of the event history log found 193 occurrences. The device was further tested and was found to correctly alarm for a downstream occlusion. The cause of the alarm was undetermined.

Event description:
During the evaluation of the device, a false downstream occlusion alarm occurred. It was reported there was no patient injury.